Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the head shows scuffing on the outside radius. The liner shows scuffing on the inner radius. Dents were found on the rim of the shell. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 11-163689, item name: m2a head, lot number: 709090, item number: 15-105044, item name: m2a shell, lot number: 747000, item number: unknown, item name: unknown stem, lot number: unknown. Complaint reported from (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02415.

Event description:
It was reported patient underwent hip revision due to suspicion of a pseudotumor. Attempts have been made and no additional information is available.